Event description:
It was reported to boston scientific corporation that a truetome was used in a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the truetome snapped. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.